Event description:
Add'l info rec'd from MFR 10/22/02: MFR has become aware of an event which involves a device not mfg by ethicon. In support of the smda they are forwarding this info to FDA office. The following info was reported to MFR by the user facility: the neoprobe probe and cord were hooked up to the neoprobe machine. No numbers registered and no sound was emitted when placed near the incision. The probe and collimator were changed with no results. In house biomedical engineer tech was called and tech support from ethicon was called and the rep will come to the hosp to evaluate the unit. No ethicon devive was involved in this event. This device is not mfg by ethicon. The date of the event is unk, however the report was issued on 8/6/02. This info was reported via voluntary medwatch to an ethicon rep.

Event description:
The neoprobe probe and cord were hooked up to the neoprobe machine. No numbers registered and no sound was emitted when placed near the incision. The probe and collimator were changed with no results. In house biomedical engineer tech was called and tech support from ethicon was called and the rep will come to hosp to evaluate the unit.

Event description:
Add'l info rec'd from MFR 10/22/02: MFR has become aware of an event which involves a device not manufactured by ethicon. In support of the smda they are forwarding this info to FDA office. The following info was reported to MFR by the user facility. The neoprobe probe and cord were hooked up to the neoprobe machine. No numbers registered and no sound was emitted when placed near the incision. The probe and collimator were changed with no results. In house biomedical engineer tech was called and tech support from ethicon was called and the rep will come to the hospital to evaluate the unit. No ethicon device was involved in this event. This device is not manufactured by ethicon. The date of the event is unknown, however the report was issued on 08/06/2002. This info was reported via voluntary medwatch to an ethicon rep.